Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: innovative implantation of a leadless pacemaker in a 19 kg paediatric patient via the right internal jugular vein. 10.1093/europace/euz128 europace. 2019; 21(10):1542-1542. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information about a patient that developed a moderate pericardial effusion following the implant procedure. The effusion was drained, and the tube was removed two days later. The disposition of the deployment sheath is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.